Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this cardiac resynchronization therapy defibrillator (crt-d). Where the patient exhibited atrial fibrillation (af) with rapid ventricular response (rvr). Upon review, it was noted the patient experienced dual arrhythmias in which the anti-tachycardia pacing (atp) and several shocks were appropriate and inappropriately delivered to treat the dual arrhythmia. It was noted that the patient experienced lightheaded. No therapy exhausted was noted. Reprogramming options were discussed and recommended. No additional adverse patient effects were reported.